Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic heart catheterization. Reportedly, there was no suture present when removing the needle plunger after deployment. Additionally, when attempting to use the lever to close the foot, it would not close completely. Attempts were made to open and close the foot with the lever; however, it was not able to be close completely, but enough to remove the device. Once the device was removed, it was noted that there was a piece of tissue on the foot of the proglide. An angiogram was taken and no treatment was needed. Another proglide device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when removing the needle plunger after deployment¿ and foot retraction issue were not confirmed. Difficult to remove the device from the vessel could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na